Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h6: a product investigation was conducted. An lcp-t-plate was returned to depuy synthes for evaluation. Depuy synthes conducted a visual and dimensional inspection of the returned device. The visual inspection confirmed that the lcp t-plate is broken in half. The breakage occurred at the first combi hole of the shaft region. On the plate surface there are dents and scratches visible, most probably from the bending instruments. The anodized layer is partially worn away. Dimensions were checked and found to comply with the specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The lcp t-plate is made from pure titanium (ticp) per iso 5832-2. The given information indicates that the plate broke intra-operative during contouring; as no manufacturing related deficiency was found it can be concluded that the plate broke due to a mechanical overloading. Important note: titanium implants should never be bent for- and backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail (see surgical technique: universal small fragment system 102359-200124 dsem 01/20). As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance h3, h4, h6: a device history record (DHR) review was conducted: part: 441.151s lot: 37p4776 manufacturing site: raron release to warehouse date: 30.jan.2020 expired date: 01.jan.2030 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: corrected physical manufacturer.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 the patient underwent for the open reduction internal fixation surgery on (B)(6) 2020 for the patient's proximal tibia. During the surgery, when the surgeon bent the plate, the plate broke. The surgery was completed with a different size plate as an alternative within 30 minutes delay. The patient condition was stable. Concomitant device reported: unknown plate bending instrument (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report involves one (1) 3.5mm ti lcp® t-plate 3h head/ 5h shaft/67mm-right angle. This report is 1 of 1 for (B)(4).